Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis (pxt231414/7754634 and pxc121000/8136769) to repair an abdominal aortic aneurysm. On an unknown date after the initial procedure, a type ii endoleak was confirmed. On an unknown date, coil embolization procedure was performed to repair the type ii endoleak. On an unknown date, an infection was identified on the patient. On an unknown date, an open surgery was performed to repair the infection. After the surgery the patient developed sepsis. On an unknown date, the patient expired due to the sepsis. Further information has been requested.

Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent an endovascular procedure using a gore excluder aaa endoprosthesis (pxt231414/7754634 and pxc121000/8136769) to repair an abdominal aortic aneurysm. On an unknown date after the initial procedure, a type ii endoleak originating from lumber artery was confirmed. On an unknown date, coil embolization procedure was performed to repair the type ii endoleak. On (B)(6) 2014, an infection was identified on the patient. It was reported that the cause of the infection was the coil embolization procedure, and that the devices were not infected. On the same day, an open surgery was performed to treat the infection. All the devices were explanted and the vasculature was replaced with a surgical graft. The patient tolerated the procedure. It was reported that the infection did not resolve after the surgery. On (B)(6) 2014, another open surgery was performed to treat the infection. The surgical graft was explanted and axillo-bifemoral artery bypass was established. The patient tolerated the procedure, and is reportedly going to be discharged soon.